Event description:
Battery with lot# 01150 exploded in the charger. It had been used for a case at 10am and placed in the charger after use. When the staff returned to the operating room for another case at 4pm, they found the exploded battery. Charger will not do anything now.